Manufacturer narrative:
Date of event is estimated. Further information has been requested but not yet received.

Event description:
It was reported that patient experienced infection at the lead incision site. As a result, patient has been administered antibiotics to address the issue.

Event description:
Additional information patient was administered oral antibiotics to address the issue. Infection has resolved.

Manufacturer narrative:
Correction a3a- male.

Manufacturer narrative:
A patient experienced infection at the lead incision site was reported to abbott. The patient was administered oral antibiotics to address the issue. Infection has resolved. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.